Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the patients inability to inflate the device three months prior to the revision procedure. Magnetic resonance imaging showed the reservoir is empty. The ipp cylinder, pump, and reservoir was explanted and replaced with a new ipp cylinder, pump, and reservoir. The patient was stable following the procedure.